Event description:
The company representative reported on (B)(6) 2015 that he was unable to download a patient's model 106 generator data via the extended generator memory download. However, he was able to successfully download data from another patient's records without an issue just prior to this occurrence. It was reported that a sd card was present, and the wand was kept placed directly over the generator during the entire download process attempts. During the download, there was reportedly only a "small" amount of records and the issue began as soon as the process began. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4). The initial report inadvertently did not include the UDI.

Event description:
Upon follow-up, the company representative reported that the sd card was copied to his programming computer for another patient just before this case. He is not sure if the sd card may have been locked so indicated that it is possible that this may have happened. They were able to interrogate and run diagnostics successfully with the same sd card. The patient was seen again for device check.. The sd card and tablet were successfully used. The extended generator memory download was not attempted again due to time constraints. The reason that the physician was initially performing an extended memory download was for demo and not tied to a complaint. The first patient's memory download worked perfectly, so the physician wanted to do it again on this patient as well. No additional relevant information has been received, but there does not appear to be an issue with the programming software or the patient's device.